Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. No additional information was provided by the customer. Reportedly, the customer continued to use the pump for insulin therapy.